Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery occurred on (B)(6) 2007. The complaint involved a patient that was complaining of consistent hip dislocation. The original 0 degree liner was replaced with a 10 degree +4mm liner. The cocr 28mm dia. +3.5mm offset femoral head was replaced with a 32mm dia. +7mm offset biolox delta femoral head.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identify, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process of non-conformity of product that would have caused the adverse event.